Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported the baths did not drain and approximately five (5) milliliters of fluid overflowed onto the counter involving coulter act series analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer was advised to check the waste line and noted it was clear, leading to the waste container. The customer had replaced the waste pump tubing and filters prior to the event. While troubleshooting, it was discovered the waste pump was not turning correctly. The customer was advised to turn the unit off and stretch the tubing. The customer then turned the unit back on and noted the baths were draining correctly. The customer was advised to perform patient control, and the result correlated well with another result from an alternate analyzer. Patient results were not impacted. The customer did not have direct contact with the fluid; no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. The issue was resolved, and the instrument was in normal operation.